Event description:
A revision surgery was conducted due to patient non-union with no alleged deficiency in a product.

Manufacturer narrative:
Corrections: a3: unknown sex. A4: unknown weight. B3: 3.20.2022. D2: phantom activcore nail. D6b: on (B)(6) 2022. G3: 3.22.2022. H6: type of investigation: 4109 - 4111 - 4115.